Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was in 300-450 mg/dl range.